Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient will be monitored by the facility. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicates impedance issues. Revision surgery was under consideration.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.